Manufacturer narrative:
On-site inspection was performed. The issue was related to defective drainage valve. The issue has been resolved by replacing the drainage valve and the device was delivered to the user in working condition. The drainage valve is powered with 12 v and electrically controlled by the pc board. The purpose of the drainage valve is to remove water collected in the water separator at regular intervals. The valve is closed in non-activated condition. During operation, the valve will be activated (open) for approx. 0.5 seconds twice every minute by the timing circuit on the pc board. When the valve opens, the water collected in the water separator will be transported to the drainage bottle. The root cause of the claimed issue could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**UDI related data quality updates ** a correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: compressor mini, corrected brand name: compressor mini 115v 60hz. D4 ¿ version or model # - previous version or model #: compressor mini 115v, corrected version or model #: 6481779. The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided.

Event description:
It was reported that the compressor's drainage valve was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).